Event description:
It was reported that there was an impedance issue. Impedances were high and electrodes 8-15 were reading greater than 10,000. It was noted that the healthcare professional (hcp) planned to meet the patient the week following this report for an x-ray and to make a game plan. Impedance testing and reprogramming were performed. The issue was not resolved. It was further noted that nothing had been done yet and the lead was not programmed. Patient was alive with no injury. The patient had a change in therapy coverage on right side implant. The patient had noticed the coverage had dropped off or was not covering like it had in the past. It was noted that the patient was able to get relief from the remaining lead. After the patient had been home for a few days she had felt she needed more coverage. It was noted that they were able to get better coverage for the patient and the patient was scheduled for a follow up on (B)(6) 2013. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 387445, lot # v795713, implanted: (B)(6) 2011, product type screening; device product ID 3550-39, lot # n307890, implanted: (B)(6) 2011, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).